Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that no disposable clamp tubing alarm occurred. Upon restart, the pump alarms no disposable pump won't run. Settings were reviewed, the pump was turned off and tubing was clamped. The cassette was removed and the tubing was massaged while pressing the green flow stop down. Air bubbles were present in the cassette tubing. Cassette tapped on a hard surface and attached. The pump is turned on, settings were reviewed, and upon restart, the alarm returns. The process was repeated and the alarm persisted. No patient injury was reported.

Manufacturer narrative:
H10: no product was returned however, the pumps operators manual states that the pump will alarm and display an (air in line) message if the air detector function of the pump has been turned on and the pump believes it has detected air in the tubing. This does not necessarily mean the pump is not functioning properly. The user should consult the manual when this happens. At this time there is no evidence that the pump failed to meet specifications. If the product is returned, the manufacturer will reopen this complaint for further investigation. No product was returned however the pumps operators manual indicates in the references section that the pump will alarm (no disposable) if a cassette (disposable) is damaged, is the wrong type of cassette and/or is improperly connected to the pump. This does not necessarily indicate there is a problem with the pump. There is no evidence that the pump failed to meet specifications. If the product is returned, the manufacturer will reopen this complaint for further investigation. A service device history record review was performed and the current problem was found not to be related to a previous repair of the pump within the last 12 months.